Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Confirmed operation of the power supplies, reseated the sib and cables. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a touchscreen error happened on the 8800 system during a case. Rebooting did not clear the keyboard was inoperative. There was no report of patient injury.